Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high flow insufflation unit had poor co2 flow issues. The issue occurred during reprocessing. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the olympus field service engineer (fse) device evaluation. The device was evaluated by an olympus fse, and the reported failure (poor co2 flow) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported failure could not be reproduced. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to b5 and h3. B5 includes additional information received from the customer. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the failure occurred during an unspecified therapeutic procedure. The procedure was completed successfully using the same device. Patient is reportedly ¿fine.¿